Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, patient¿s concern with the product.

Event description:
Healthcare professional reported "patient¿s concern with the product" and "deflation" against left device. The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, patient¿s concern with the product.

Event description:
Healthcare professional reported "patient¿s concern with the product" and "deflation" against left device. The device has been explanted.

Event description:
Healthcare professional reported "patient¿s concern with the product" and "deflation" against left device. The device has been explanted.

Manufacturer narrative:
"Device evaluation: visual analysis of the returned device identified: opening in the posterior , crease fold ,white calcification in the surface of the shell, leak test was performed and found opening on posterior . A microscopic analysis was performed which identify crease sharp opening on posterior . The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as to a fold flaw opening.